Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 11 july 2014. Testing found that the interface (umbilical) cable was experiencing difficulties. A replacement was shipped to the site and the replacement was installed on 21 july 2014. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found a broken cable wire between pins 4 and 5 during bench testing. This confirmed an electrical failure due to a damaged connector. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the connection between the imaging system and the viewing station of the imaging system was faulty. Manipulation of the interface (umbilical) cable could influence the connectivity. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.